Manufacturer narrative:
(B)(4).

Event description:
The extension line broke at the time of insertion and was replaced. No patient harm reported. The patient's condition is reported as fine.

Event description:
The extension line broke at the time of insertion and was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return; however, the customer did provide one photo for evaluation. Visual inspection of the photo confirmed the proximal lumen was separated near the juncture hub. A portion of the extrusion remained in the juncture hub. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a separated extension line was confirmed by visual investigation of the customer supplied photo. However, a full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.